Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet system experienced a rapid glucose drop to approximately 100 mg/dl followed by hyperglycemia to 282 mg/dl with two upward trend arrows after consuming dinner, and the user was unable to sync to confirm a meal announcement; the agent advised allowing ilet to correct while monitoring for potential post-correction lows. Symptoms included hyperglycemia following a rapid decline alert. Outcomes included no hospitalization and no medical intervention beyond routine guidance. Investigation included customer-care troubleshooting and education regarding post-hypoglycemia management and allowing automated correction. Investigation of this case revealed no device malfunction reported, no component issue identified, and the event was consistent with post-hypoglycemia rebound and meal-related hyperglycemia with uncertain meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user-related use pattern with physiological response to hypoglycemia and meal intake.